Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that there was an irregular flow. Per the legal manufacturer, this is not likely to cause or contribute to death or serious injury if the malfunction were to recur. The subject device was returned, and no reportable malfunctions were found.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope water channel had an irregular flow. There were no reports of patient involvement.